Event description:
The patient family member called lifescan and alleged ehta the meter's memory was lost and the meter was powering off during use. The patient's family member reported that meter was powering off during use. They reported that patient did not receive any medical attention for the power issue. In regards to the memory loss issue, the patient's family member alleged that the patient was taken to the hospital and was treated with an IV. It is not known if the patient was treated for high or low blood glucose. No blood glucose results were reported. The patient's family member did not have the supplies with them therefore, they were unable to troubleshoot. They did say that the battery was less than 1 year old and was correctly installed, and the battery contacts were in good condition. A replacement meter is being sent to the patient. Medical affairs unsuccessfully to reach the patient by phone. A letter is being sent as a second attempt to obtain more clinical information.